Event description:
Following two inflations, the angiosculpt device was difficult to remove from vessel; upon removal, we noticed the ballon / sculpt wire had come apart. Procedure completed with des cx/on.